Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of intraocular lens (iol) haptic torn or broken. Additional information has been requested, received and stated trailing haptic 90% severed at optic-haptic junction with patient contact. There was no patient harm. The procedure was completed same day with unspecified lens.